Manufacturer narrative:
The patient is 66 inches in height. An event regarding wear involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: based on photographs provided, the insert appears to show pitting consistent with clinical use. The underside of the insert shows explantation damage. -medical records received and evaluation: there is no evidence of femoral loosening and no determination of the cause of the patellar component disassociation can be made. The fact that the lateral patellar retinacular release was required at revision surgery suggests that patellar maltracking may have resulted in fatigue fracture of the patella fixation pegs. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the review of the photographed explanted insert, there is evidence of pitting, most likely caused by third body wear and is consistent with clinical use. The medical review does not comment on the reported wear but the free-floating patellar component may have contributed to the pitting. An exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, patellar x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient was revised due to femoral loosening, pe wear, pain, and recurrent effusion.

Event description:
It was reported that patient was revised due to femoral loosening, pe wear, pain, and recurrent effusion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.